Event description:
I am writing you this letter of a product complaint. I've been complaining about because I already experienced several falls from the wheelchair assigned and given to me by the medical staff and doctors, because of my many medical issues. I suffer from heart failure and had open heart surgery. Since (B)(6) 2008, I've been wheelchair bound. My condition has progressively gotten worse throughout the years. I am too weak to walk or exercise during physical therapy to better my condition. (B)(6), I am scared that this wheelchair is going to cause me a fatal accident. A little over a month ago, I was being escorted to building #2, (B)(6), and my wheelchair flipped over and I injured my back. Had I hit my head on the concrete floor, I may have gone into a command possibly died. I am taking twelve medications and one is a blood thinner (coumadin), I filed a grievance complaint but the administration has done nothing to exchange my wheelchair, medline excel xw, which is for a tall person, I'm 5"87 tall and (B)(6), my arms are too short and I am unable to push my wheelchair myself. My accidents were called into medical as an emergency. All my vitals were taken, I was not seriously hurt, this time, however, I was hurt a second and third time. Medical and the administration did nothing. Should something serious happen to me on the wheelchair I will hold the doctors and the manufacturer of medline products responsible. (B)(6), honestly, I don't know what else I should do to have this issue corrected. Please understand that I've been incarcerated (B)(6) and this medical and doctor's administration are making my life impossible. All they do now is continuously take from prisoners and inmates who have suffered their entire lives. My wife just recently passed away. I just turned (B)(6) and I'm tired of being alone and neglected. I paid my debt to society and I would appreciate a little help.